Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they were having a shocking sensation that comes and goes that started about 3 weeks ago. The patient stated that the first time lasted about 3hrs, and the last time lasted for about an hour. The patient added that they felt the stimulation more on their butt. The patient denied having any falls, accidents, or any activities that could damage the implantable system. The agent had them connect to the ins and reviewed decreasing the stimulation. The patient was able to decrease the stimulation and will monitor the issue. Redirected to the doctor to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.